Event description:
Fio2 on ventilator was set to deliver 50% oxygen but was found to be delivering 55% oxygen. The pt was ventilated by hand and the ventilator changed. The ventilator was returned to the MFR and the oxygen control module was replaced. There was no injury to the pt. The oxygen saturations fluctuated during this event.